Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient experienced hyperglycemia due to an occlusion on (B)(6) 2026, which was treated with a correction injection via mdi. No further information available.